Event description:
It was reported that the pacemaker exhibited interrogation issues. Technical services (ts) was contacted, and ts discussed troubleshooting efforts with the health care professional, but the device still could not be interrogated. The pacemaker remains in service. No adverse patient effects were reported.